Manufacturer narrative:
A getinge service territory manager (stm) replaced the cart to fix the issue. The stm then completed and performed a preventive maintenance (pm) with full calibration, functional and safety tests which passed to meet factory specifications. The iabp was then returned to the customer and cleared for clinical service.

Event description:
It was reported that during repair of the ac line cord of the cardiosave intra-aortic balloon pump (iabp), performed by a getinge service territory manager (stm) that the hospital cart base came apart from the chassis. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The iabp is being shipped to nj repair depot for evaluation and repair. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during repair of the ac line cord of the cardiosave intra-aortic balloon pump (iabp), performed by a getinge service territory manager (stm) that the hospital cart base came apart from the chassis. There was no patient involvement, thus no adverse event was reported.